Event description:
No aspiration / circulation. During the operation, the tubing is filled without emptying. They finished the procedure without the pump. Then at the end of procedure; they made a new test outside of the patient with a new manifold and the problem is again reproduced. Associated medwatch# 1221934-2014-00556.

Manufacturer narrative:
The complaint tube set was not returned for evaluation;therefore the reported failure cannot be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident as related the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 11 other similar complaints and one other dissimilar complaint for this lot of (B)(4) devices that were released to distribution. 7 of the similar complaints were from the same facility and did not come back for evaluation. A root cause for the user to have experienced this failure cannot be determined. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
No aspiration / circulation. During the operation, the tubing is filled without emptying. They finished the procedure without the pump. Then at the end of procedure; they made a new test outside of the patient with a new manifold and the problem is again reproduced. They finished the procedure without the pump. Then at the end of procedure; they made a new test outside of the patient with a new manifold and the problem is again reproduced. The following additional information was received from our affiliate and summarized by a mitek complaint analyst; the tube set was set up correctly, and there was no kink in the tubing. The tubing was not collapsed, and there was no problem with the pinch valve. The procedure was extended over thirty minutes due to the problem with the complaint device. The procedure was completed without use of the pump, using gravity. Associated medwatch# 1221934-2014-00556.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek: however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return